Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and noise. The noise was oversensed resulting in an unknown duration of pacing inhibition. Additionally, the automatic capture (ac) feature was observed to be pacing in retry mode. An invasive procedure was performed. When the pocket was opened, the physician visually observed a lead fracture. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.